Event description:
It was reported that the distal tip of a recanalization catheter detached when the .014 inch guidewire was being backloaded. The device was not used on the patient. Another recanalization catheter was used to successfully complete the procedure.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.